Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details cannot be obtained at this time as contact/follow up information was not provided or found. Device labeling addresses: "based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. Lymphadenopathy has also been reported in some women with implants." Article citation: 'anaplastic large cell lymphoma associated with breast implant: a new case' alvaro ibarra, marcela jacard, soledad torres, patricia fardella md; american society for clinical pathology 2016;146:s1-s26.

Event description:
Journal article "anaplastic large cell lymphoma associated with breast implant: a new case," reports "in (B)(6)2015, the patient¿consults for palpable nodules in the right breast for 2 months. [Patient] has breast implants since 2011. Mammography, ultrasound, and magnetic resonance neurography from another institution had led to a conclusion of probable complication of the right breast implant." Article goes on to state "[patient] is reevaluated in our center with new mx and ultrasound, which in addition identify ipsilateral adenopathies. A capsular nodule and axillary lymph node were resected.¿ the implant and capsule were removed. Article additionally states ¿the capsule, up to 1.5 cm thick, had hard yellowish nodules.¿ ¿the patient had 4 chop cycles. Seven months later [patient] condition is optimal.¿